Event description:
The suspect generator was received, and generator product analysis was completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications, and there was no evidence of premature battery depletion. The generator was at end of service = yes as-received. The measured battery charge consumed was consistent with an eos = yes condition. Generator device history record was reviewed. No unresolved nonconformances were found and the generator passed all quality control measures prior to distribution. Therefore the eos condition can be concluded as the result of normal depletion for the patient's programmed settings, and there was no evidence of premature battery depletion.

Manufacturer narrative:
D9 device available for evaluation?, corrected data: initial report inadvertently did not include the product received date.

Event description:
It was reported that the patient's vns reached eos less than 3 years after implant, which the physician suspects is premature battery depletion. The patient underwent generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No generator download data has been received to date.